Manufacturer narrative:
Block b3: approximated date based on the date the manufacturer became aware of the event. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that a regular exalt model b scopes was used during a bedside bronchoscopy performed on an unknown date. After five minutes of use, the scope's image was lost. The procedure was unable to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated date based on the date the manufacturer became aware of the event. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the device exalt model b scope was analyzed. The device returned with no visual damages, and after an image test conducted by connecting the umbilicus to a monitor, the single use device error screen appeared as expected. After disassembling the device, it was found that the hot bar solder pads were not properly welded. This can lead to a malfunction of the scope by causing no visualization upon plugging the scope into monitor. Based on the evidence, the event can be confirmed. Additionally, four photos provided by the complainant were reviewed and it was seen that the device's capital equipment did not show any images from the camera on the screen. With all gathered information, boston scientific concludes that the most probable cause for this event is manufacturing deficiency as evidenced by the improper welding of hot bar solder pads. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a regular exalt model b scopes was used during a bedside bronchoscopy performed on (B)(6) 2023. After five minutes of use, the scope's image was lost. The procedure was unable to be completed as a result of this event. There were no patient complications reported as a result of this event.